Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the stuck angulation lever. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of the lever. A root cause could not be identified for the detached support pins. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of the support pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The uretero-reno videoscope was returned to the service center with a report of a failed leak test. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the angulation lever was stuck at the neutral position and multiple bending support pins were detached from the bending section. There was no patient involvement.